Event description:
It was reported that the atrial lead had varying impedance measurements and increasing threshold measurements. The atrial lead was inactivated and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.